Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, the customer reported ¿device keeps alarming door not shut¿ was reproduced. Evaluation determined the intermittent function in the lower latch switch. A review of the event history log revealed multiple "door jammed " messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed lower auxiliary. The lower auxiliary will be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump repeatedly generated a ¿door not shut¿ alarmduring an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.